Event description:
It was reported that tandem mobi issued cartridge alarm 30 while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer support had already arranged pump replacement for malfunction. Customer reverted to an alternative method of insulin therapy.